Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at what firing did the issue occur? --- 1st. Was the device on tissue when it would not open? --- no. Please clarify what caused the device not to close? --- no information. According to the sales rep, the event occurred before use for the patient. Was the device damaged? --- no information. The device was received for analysis with no visual non-conformances and with an cartridge loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Event description:
It was reported that during a lap hysterectomy, the jaws became not to open and close. Another device was used to complete the case. There were no adverse consequences to the patient.